Event description:
It was reported that prior to a ureteral stent placement procedure, a shaft kink occurred. Upon preparation of the percuflex plus ureteral stent, a kink located at the pigtail side hole was noted while advancing the device straightener to the distal pigtail portion of the stent. The device was not used during the procedure and another of the same device was used to complete the procedure. The patient's status is reported as "good".